Manufacturer narrative:
The customer¿s report of set leaking was confirmed. Visual inspection of the set noted that the silicone segment had a pin hole near the upper fitment. Examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a pin hole in the silicone segment. The cause of the pin hole is unknown.

Event description:
It was reported that in the nicu IV, the pump module infusing tpn alarmed infusion complete; the volume was then restored, and the bag reassessed to ensure there was adequate volume in the bag to continue the infusion. Crusted tpn was noted on the tubing at the connection to the bag, as well as slightly down the tubing and onto the floor, however the leakage site was never identified. New tpn was ordered as well as the vascular access team (vat) to reportedly assist with the line change. A full line and needless valve change was performed. Although requested, no further details or information was received from the customer.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nicu IV, the pump module alarmed "infusion complete". The volume was restored, and the bag was assessed to ensure there was adequate volume in the bag to continue the infusion. Crusted tpn was noted on the tubing where the connection to the bag was, as well as slightly down the tubing and on the floor. The leakage site was not identified. New tpn was ordered as well as the vascular access team (vat). The customer reports vat was ordered to assist in completing a line change. It's unknown if they were also ordered for an additional reason. A full line and cap change was performed.